Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2017; 4196-88 lead, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead triggered out of range superior vena cava (svc) coil and rv coil impedance measurements. It was noted both the svc and rv impedance values showed high variance and during an in-office visit, testing with isometric movements and pocket manipulation was done and all the impedance measurements were in normal range. Two days later, the rv and svc impedance alerts triggered again and the impedance values were both out of range another two days later. A possible svc coil fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.